Manufacturer narrative:
Additional information was added in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the patient visual acuity was good and the patient satisfaction was high. The physician stated that it was difficult to check the condition of the intraocular lens as it required to dilate the pupils.

Event description:
A physician reported during an cataract surgery (iol) implant procedure, scratch or adherence found on the periphery of the lens optic immediately after lens insertion. The surgery was performed and completed. Currently, the patient's visual acuity was 1.2, and although the patient had no complaints, he/she was under observation. The sample was not available as it still remain in the patient's eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photos show an implanted intraocular lens (iol). There appear to be a mark/line at the edge of the iol optic. Based on our observation of the attached photo, there appears to be a mark/line close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed mark/line would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).